Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuits were not received at fisher & paykel healthcare (B)(4) for evaluation. Our investigation is based on our inspection of a photograph provided by the customer and previous investigations on similar complaints. Results: photographic inspection revealed a crack along the swivel wye port of the photographed circuit. Conclusion: previous investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has recently been completed with the new pre-mixed material having recently been implemented on the production line. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A distributor in (B)(4) reported that the swivel wyes of two rt265 infant dual heated evaqua2 breathing circuit were cracked. This was discovered before patient use.